Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Pulmonary embolism is one of the potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on august 29, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at the (B)(6) medical center in (B)(6). The patient contends she was never considered for revision and/or removal of the physician and the filter remains implanted. The patient alleges that a ¿scan¿ was completed on or about (B)(6) 2015 due to abdominal pain and revealed ¿the filter was noted as present in the l3-l4 level.¿ further, the patient alleges that on or about (B)(6) 2015 she was diagnosed with a small pulmonary embolism in a branch of the pulmonary artery. The patient alleges ¿suffer injuries¿ including possible risk of migration, dvt, blood clots, fracture or breakage of the filter and ¿other complications.¿ argon¿s attorneys are attempting to gather additional information.